Event description:
It was reported that the patient with this pacemaker device was found in safety mode. Subsequently this device was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.